Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The patient is pacing dependent but referred to be doing fine. Nonetheless, the patient mentioned feeling the pacing. The crt-p was explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. There was only a partial memory dump available which had no usable information. Another memory dump was attempted but was not successful. There was no tsr. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered into safety mode. The patient is pacing dependent but referred to be doing fine. Nonetheless, the patient mentioned feeling the pacing. The crt-p was explanted at a surgical intervention. No additional adverse patient effects were reported.